Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log identified the reported problem as a system error 1031. A visual inspection was performed and found no issues. During evaluation, the software eproms were reseated to address the reported issue. During functional testing, electrical testing, calibration, and a simulated therapy, no further issues were found. Upon conclusion of the investigation, the cause of the problem was determined to be the software eproms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified failure occurred on a homechoice device. Patient involvement was unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.